Event description:
Pt with acute myocardial infarction (do not resuscitate), transferred to another unit with 100% non-rebreather mask on portable oxygen tank. Switched to 62/min, nasal cannula during transport when adequacy of oxygen questioned. 100% non-rebreather mask reestablished upon arrival but became hypoxic, shortly after: expired.